Event description:
Baxter reported, "a spike of a transfer set was broken during connected by clean flash." There was no patient injury or medical intervention associated with this incident per baxter.